Event description:
It was reported that the subject device insertion tube was broken. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle at the insertion part is slightly dented and interrupted and weakened. Based on the results of the investigation, it is not possible to establish the root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.